Manufacturer narrative:
The device was not returned for evaluation as it was discarded at the hospital. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during an left infrainguinal embolectomy, the balloon pressure was raised several times. When the catheter was removed, the balloon was found torn and the tip of the catheter broken. It could not be confirmed if there was latex missing from the balloon. Occlusion of one truncal crural vessel was observed. The patient is recovering well. The device was discarded by the hospital.